Event description:
It was reported that the patient fell off of her wheelchair and, subsequently, had been having some mental changes. The reporter did not know if the patient had a dye study over the previous weekend or if it had been done correctly. It was stated that the physician wanted to perform a roller study, on the day of report, to see if the pump was functioning. The device system was used to deliver baclofen. On the following day, it was reported that the rotor study was completed, though the radiologist could not see the rotor turn.

Manufacturer narrative:
Product ID: 8590-1, lot# n199817, implanted: (B)(6) 2009, product type: accessory. Product ID: 8703w, lot# l70178, implanted: (B)(6) 2000, product type: catheter. (B)(4).